Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. Blood glucose value was 140 mg/dl. The customer stated that she had issues with the infusion sets and reservoirs. She explained that she would fill the reservoir half full and about every 3 days had to change the site. She also stated that she received no delivery alarms during prime and tried to push the tubing end, but ended up throwing the reservoir away. Troubleshooting was not performed. The product will be returned for analysis.